Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile as they cannot able to pair the device. The customer reported no adverse event. The event involved product(s) mmt-6101. Unable to resolve with existing troubleshooting or labeled instructions,issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.5.0) installed on huawei mate 20 pro (android 10 and emui 11) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced. The second attempt involved the use of the minimed mobile app (software version 2.5.0) installed on a huawei p30 (android 10, emui 12) with the same 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was productive in reproducing the event with a 100% reproducibility rate. App performed as expected per specification (ble connect mobile application and pump spid, (B)(4) ). However, the requirement, (B)(4) version e (item 3402296) was not working as expected since pump design specification, (B)(4) (item 2509876) was not met. After conducting a thorough investigation, we have found that the main root cause for the user¿s pairing problems is supervisor_timeout error returned by the android os. The esf number that corresponds to the reported issue is 3728273. The root cause of the issue is related to pump behavior which is recorded under this esf. This software anomaly was observed for huawei phones which were updated to emui 12+. There are some changes that cause an error in the pump pairing process. Supervisor_timeout means that the pump phone ble communication was not sending anything for too long, thus closing the connection. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Switch to a non-huawei phone. 2. Wait for new pump firmware update with fix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.5.0) installed on huawei mate 20 pro (android 10 and emui 11) with mmt-1885 780g pump (software version 6.7v.3) was conducted and confirmed the issue was not reproduced. The second attempt involved the use of the minimed mobile app (software version 2.5.0) installed on a huawei p30 (android 10, emui 12) with the same 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was productive in reproducing the event with a 100% reproducibility rate. App performed as expected per specification (ble connect mobile application and pump spid,(B)(4)). However the requirement, (B)(4) (item 3402296) was not working as expected since pump design specification, (B)(4) (item 2509876) was not met. After conducting a thorough investigation, we have found that the main root cause for the user¿s pairing problems is supervisor_timeout error returned by the android os. The esf number that corresponds to the reported issue is (B)(4). The root cause of the issue is related to pump behavior which is recorded under this esf. This software anomaly was observed for huawei phones which were updated to emui 12+. There are some changes that cause an error in the pump pairing process. Supervisor_timeout means that the pump phone ble communication was not sending anything for too long, thus closing the connection. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Switch to a non-huawei phone. 2. Wait for new pump firmware update with fix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.